Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels. Blood glucose values were not provided. Food was consumed to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.